Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported submerging their ilet in ocean water while snorkeling. The user attempted to dry the device but was unsure if it remained functional. A replacement ilet was shipped, and the patient used alternate insulin therapy. Blood glucose was unaffected and no adverse effects occurred.